Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a non-pacer dependent patient presented in clinic, elevated capture thresholds were observed. Right atrial and right ventricular leads were noted to be dislodged on chest x-ray. Patient has twiddler¿s syndrome. Both leads were explanted and replaced successfully. The chronic device was implanted sub-muscularly to reduce the chances of twiddler. Patient¿s condition was good during and post-procedure.